Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. A (B)(6) patient reported that she had a burn-like irritation on her chest. The patient's physician prescribed an antihistime and the patient also applied a cream. The medical outcome of the burn is unknown.